Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the superior vena cava (svc) faradrive steerable sheath clear was selected for use. It has been mentioned that the patient had a severe form of scoliosis. The physician managed to get the faradrive sheath inside the groin and all the way up to the superior vena cava. However, the sheath had to make a large bent. As a next step, the physician tried to advance the needle into the sheath for the transseptal. Due to the large bent, it was not possible to get the needle all the way up in the sheath. Both the needle and the sheath were taken out to try a new approach. When the physician was ready to reinsert the sheath and dilator (without needle) into the patient, the nurse noticed that there was a very small piece of plastic dilator sticking out of the distal tip. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that by inserting the sheath and dilator into the body of the patient, the dilator got bended. The damage to the dilator was observed at the distal tip of the dilator.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the superior vena cava (svc) faradrive steerable sheath clear was selected for use. It has been mentioned that the patient had a severe form of scoliosis. The physician managed to get the faradrive sheath inside the groin and all the way up to the superior vena cava. However, the sheath had to make a large bent. As a next step, the physician tried to advance the needle into the sheath for the transseptal. Due to the large bent, it was not possible to get the needle all the way up in the sheath. Both the needle and the sheath were taken out to try a new approach. When the physician was ready to reinsert the sheath and dilator (without needle) into the patient, the nurse noticed that there was a very small piece of plastic dilator sticking out of the distal tip. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection observed the sheath returned with its dilator still inserted. Functional evaluation observed the sheath<change>s ability to achieve and maintain deflection. An attempt to interface the guidewire into the dilator was unsuccessful, as the guidewire was obstructed near the distal tip and unable to reach the distal end of the dilator. X-ray screening confirms that the guidewire is obstructed near the distal tip. The obstruction appears to be caused by an unidentified material lodged within the dilator. The media provided by the physician was reviewed and confirmed to be resemble the defect identified on the dilator. Microscopic imaging shows an indentation and hole in the tapered side of the dilator tip; this defect is consistent with the media provided by the physician. To retrieve the unidentified material, a guidewire was inserted into the distal end of the dilator and successfully advanced, expelling the material through the proximal end. The material was collected and sent to the analytical lab, where it was identified as dilator material. This finding indicates that the dilator was damaged by insertion of a transseptal needle, resulting in the obstruction. Dimensional inspection found the inner diameter of the distal tip of the dilator to be in conformance to the design specifications. Based on the patient's condition, the required bending of the sheath and dilator led to the observed procedural complication. The event was determined to be related to adverse event related to patient condition for the allegations of dilator/needle fit and "damaged/defective," as analysis concluded the sheath and dilator were required to undergo a significant bend due to the patient's severe scoliosis and resulted in the transseptal needle puncturing the distal tip of the dilator. Therefore, the root cause of the associated procedural complication was due to the patient's condition.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the superior vena cava (svc) faradrive steerable sheath clear was selected for use. It has been mentioned that the patient had a severe form of scoliosis. The physician managed to get the faradrive sheath inside the groin and all the way up to the svc. However, the sheath had to make a large bent. As a next step, the physician tried to advance the needle into the sheath for the transseptal. Due to the large bent, it was not possible to get the needle all the way up in the sheath. Both the needle and the sheath were taken out to try a new approach. When the physician was ready to reinsert the sheath and dilator (without needle) into the patient, the nurse noticed that there was a very small piece of plastic of the dilator that was sticking out (located at the more distal tip of the dilator, on the part that comes out of the sheath). The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further informed via gfe dated 14aug2025: by inserting the sheath and dilator into the body of the patient, the dilator got bended. The damage to the dilator was observed at the distal tip of the dilator.